Event description:
It was reported by the pt that post a coronary drug eluting stenting treatment procedure, "blockage" occurred. A 3.50x20mm taxus express2 drug eluting stent was successfully placed in the right coronary artery (rca). The pt reported that she "flunked her stress test and developed a blockage during the initial stenting treatment procedure." She stated that "the blockage was on either side of the stent." She stated that she "felt terrible after the stent was placed and was unable to be enrolled in cardiac rehabilitation due to the negative stress test results." After the stent she was unable to walk in her condo without shortness of breath and would "wake up at night gasping for air." She underwent further medical intervention which revealed congestive heart failure and "30% mid rca lesion found." Add'l follow up with the physician's office confirmed the heart failure symptoms and indicated that no further intervention was required for the taxus stent. No further info was available.

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out and the root cause could not be determined. A review of the mfg records for this particular batch namely top assembly batch #6366092 found that the device met its material, assembly and product specs, at the time of release to distribution. This particular batch number 6366092 has no associated complaints to date.